Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01323.

Event description:
Patient allegedly received an implant on (B)(6) 2011 via the right common femoral vein due to prior dvt (deep vein thrombosis). Patient is alleging tilt, vena cava perforation, fracture (bent and fractured), organ perforation ("psoas, small bowel, mesenteric"), and embedment. The patient further alleges 1 post-implant dvt, that the filter leg remains within the right psoas muscle, back aches, anxiety/worry, mental anguish, stress, limitations on heavy lifting/prolonged standing or sitting/bending over/traveling, and depression. It was reported that the filter was partially removed approximately 7 years and 1 month later. Per a report from CT (computed tomography): "infrarenal ivc filter is noted. The apex of the filter is superior and is tilted medially, abutting almost the base of the left renal vein. All of the filter struts are seen piercing through the ivc walls. Two anterolateral struts are seen at least partially piercing the wall of the second portion of the duodenum. A single strut is also seen extending into the right psoas muscle." Per a report from CT: "ivc filter again noted with several of its limbs extending beyond the caval wall including 3 limbs located posteriorly, with one of these 3 limbs extending approximately 9 mm beyond the caval wall with tip in the right psoas muscle. Laterally, a limb extends to 7 mm beyond the caval wall to reside posterior to the duodenum. A fat plane separates the tip of this limb from the posterior duodenal wall. Posterior medially, a limb extends approximately 5 mm beyond the caval wall adjacent to a lumbar vein. Filter tilt is noted with superior apex directed medially. Findings are unchanged in appearance compared to (B)(6) 2018 CT." Per a retrieval report: "initial venogram was performed demonstrating the ivc filter, which was slightly tilted, but overall in reasonably good position. There was no evidence of clot or tumor in the filter on a venogram. The decision was made to proceed with filter removal" "the filter was completely received inside the 14-french sheath and then the sheath and filter were removed as one from the right neck. On examination of the filter there were no interstices missing. Minimal deformation of the filter suggesting that the filter had been removed intact." Per a report from CT: "there is been interval removal of a previously described ivc filter. One of the filter legs has fractured off and remains within the right psoas muscle in unchanged position compared to prior exam."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2011. The patient alleges to have been injured without further explanation.